Event description:
Defibrillator did not discharge during resuscitation. Attempted to discharge 3 times after taken out of services, & would not discharge. Sync button was not on. Unit did discharge in testing mode. Another defibrillator was immediately substituted & used during the resuscitation. Pt's death is not felt to be related to device failure described above.